Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 411 mg/dl. After troubleshooting, customer's mother did not feel comfortable with the device and wanted it replaced. Customer agreed to return the device for analysis.